Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, belt connection) was confirmed due to the electrode belt ECG "c&d" cables being severed, damaging wires in the cable. The root cause for the severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and had a damaged belt connection.